Manufacturer narrative:
Additional information was received that the explanted splitters were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had stimulation in the stomach due to high impedance on a lead. The patient underwent a revision procedure wherein a lead, splitter and clik anchor were replaced. The physician suspected device malfunction. The patient was reportedly doing well postoperatively.

Event description:
A report was received that the patient had stimulation in the stomach due to high impedance on a lead. The patient underwent a revision procedure wherein a lead, splitter and clik anchor were replaced. The physician suspected device malfunction. The patient was reportedly doing well postoperatively.

Event description:
A report was received that the patient had stimulation in the stomach due to high impedance on a lead. The patient underwent a revision procedure wherein a lead, splitter and clik anchor were replaced. The physician suspected device malfunction. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
Sc-2316-50 sn:(B)(4) device evaluation indicated that the complaint was confirmed. Visual inspection revealed the lead body had a pronounced kink approximately 18 cm from the distal end, where the lead appeared to have been sutured. 12 cables were broken/severed at this spot. The fracture site was 1 cm from the clik anchor setscrew mark. This appears to have been caused by fatigue possibly coupled with postural changes/movements. The completely severed cables are the reason for the high impedances observed. There are no exposed cables.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2316-50, serial #: (B)(4), description: infinion 1x16 perc lead kit-50 cm. Model#: sc-3400-30, serial #: (B)(4), description: infinion splitter 2x8 kit (30 cm).